Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Analysis was unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents and motor noise anomaly due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer also reported that the motor was loud. The customer reported that there was crack on the reservoir compartment. The customer's blood glucose was 158 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin pump was exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.